Event description:
It was reported the patient¿s implantable neurostimulator (ins) was turned off and they changed the batteries in the programmer. It was noted when the patient turned the stimulation back on a couple weeks prior to report they experienced a painful shocking sensation. The patient stated they didn¿t turn the stimulation down they just turned it back off. It was noted when the patient turned their stimulation on and were shocked their stimulation was at 2.0 volts which was low for them.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v386611, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).